Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that a neurosurgical burr was releasing metal into the skullcap during use. No further information was provided at this time.